Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly and the pump would not charge more than 5 percent. Additionally, it was reported that the pump must stay plugged into a power source to continue to stay on. The customer experienced an elevated blood glucose (bg) level of greater than 400 mg/dl. Reportedly, the customer drank water then went to the emergency room where they were treated intravenously with fluids of saline and insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.